Event description:
The tip of the trocar did not retract until removed from sheath. Fatty tissue was observed obstructing the mechanism. Co's quality assurance engineer tested/fired returned product a hundred times without the duplication of stated failure and determined the most likely cause of the alleged event to be pt's anatomy. The product conformed to all specs.